Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device found the balloon and the catheter did not have any visual defects and were in a good condition. Microscopic analysis was performed, and it was noticed that the balloon had a pinhole. Additionally, during the microscopic inspection, the balloon was dissected to inspect the ro markers and no damages were found. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole located at the proximal section of the body of the balloon, thereby confirming the reported event of balloon leak. Dimensional examination was performed to the outer diameter (od) of the ro markers, and was measured in two sections; distal and proximal. The two sections were within specification. This failure is likely due to factors or conditions related to the procedure during the use of the device, such as the technique used by the physician, and/or the interaction between the balloon and the scope that could have possible affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the biliary duct during a biliary dilation procedure performed on (B)(6) 2021. During the procedure, it was noticed that the balloon was leaking when inflated. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.